Event description:
At the beginning of the emergency trauma surgical procedure, attending physician attempted to use the bovie on the patient. The bovie was not working. Troubleshooting by nursing staff began including unplugging and replugging in the items which was unsuccessful. New bovie pencil was opened onto sterile field, and worked appropriately.